Event description:
It was noted that the patient was unable to walk.

Manufacturer narrative:
Product ID 97792 lot# n358102, implanted: 2013 (B)(6), product type accessory product ID 37754 lot# serial# (B)(4), product type recharger product ID 3778-60 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID 37746, serial# (B)(4), product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt her device was not working. The patient had been having therapeutic relief up until about 3 weeks prior. The patient had programming done before she lost therapeutic relief. The patient had not had more than 3 hours sleep in 24 hours in a 3 week period. It was stated that stimulation was not working; at first, the patient wasn't getting coverage on the left side and it was problematic to sync the programmer to the stimulator. The device would be on and would just "stop", and she would not feel stimulation, but then it would "shoot" back on. It was discussed that the patient¿s adaptive stimulation settings could produce similar effects. It was also reported that the patient had to go to the emergency room the week prior to the report because she couldn't control her pain. The patient was also feeling stimulation when the device was off, which started occurring 3-4 days prior to the report.

Manufacturer narrative:
(B)(4).